Event description:
It was reported a balloon ruptured on the first inflation, at nine atmospheres, during deployment of another MFR's stent in the superficial femoral artery. The proximal end of the balloon catheter was cut and removed and a cutdown was performed to successfully remove the remaining balloon catheter and stent via a tactile approach. Results from balloon angioplasty were satisfactory and no further treatment was required. The pt's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis is available. A lot search was performed, and revealed no other complaints to date for this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This balloon was used in a non-indicated procedure, deployment of a stent. Deployment of a stent may result in contact with a surface that could damage the balloon material. The co's follow up revealed this stent had previously been mounted on another balloon catheter and difficulty was encountered advancing the stent and balloon catheter through the introducer sheath resulting in re-mounting the stent on this catheter. The co believes the above factors may have contributed to this event and do not attribute it to the deivce. However, co cannot determine the exact cause for this event.